Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the care coordination engine service was disconnected. A technical support specialist restarted all the services on the es server to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not crossing to all stations. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not crossing to all stations. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.